Manufacturer narrative:
The customer reported that the unit failed to power up due to a battery connection issue on the b battery well. A philips field service engineer went to the customer site and verified the failure. Replacement of the battery pca resolved the failure. The unit passed all post servicing and remains at the customer site.

Event description:
The customer reported that the unit failed to power up due to a battery connection issue on the b battery well.